Event description:
It was reported that the " button on pump is non responsive at times. Patient has to press button multiple times for it to act¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.